Manufacturer narrative:
B3: date of event: 11/2023. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concomitant medical products and therapy dates: (B)(6) 2023. G4: 510(k) number: k923607, k926214. Since the actual device was not returned, investigation of it could not be performed. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." "Do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. In (B)(6) 2023, the involved device was used in combination with a hanaco 18g metal needle in a ptgbd (percutaneous transhepatic drainage) procedure to perform percutaneous drainage of the liver abscess. When the device was removed, it appeared that the urethane on the surface was peeled off with the distal end of the metal needle, leaving peeled piece of the urethane inside the liver. After the procedure, it was thought that there was no problem with the peeled piece remaining inside the patient's body. However, the patient's family requested that it be removed from the body, and it was decided that it would be removed by surgical procedure on (B)(6) 2025. Eventually, the surgical procedure was completed without any problems. The procedure outcome was not reported; however, the patient recovered.